Event description:
A report was received that the patient's ipg was at an angle, which was causing difficulty charging. The patient underwent a pocket revision and is reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was at an angle, which was causing difficulty charging. The patient underwent a pocket revision and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that during the revision procedure, the physician elected to explant the ipg and implant a new ipg. The explanted device was not returned to bsn as it was discarded by the medical facility.